Event description:
During evaluation of a returned supor syringe filter, a dark foreign matter was observed inside the device. No additional information is available.

Manufacturer narrative:
The actual device and a photograph of the sample was provided for evaluation. Visual inspection was performed on all the samples which showed a dark spot of foreign matter inside the filter. The reported condition was verified. The cause was most likely inherent to contamination during the manufacturing and or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.